Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had an allergic reaction, and suffered a skin rash, from the infusion set. The patient was treated with antihistamines and an unknown skin cream. The infusion set was requested to be returned for product evaluation.